Event description:
Report received of undocumented number of undocumented incidents involving non-delivery of secondary medications. Incidents occurred in the intensive care unit, cardiothoracic unit, operating room and special care unit. Solutions and medications varied, most often involving IV piggyback antibiotics. No device alarms occurred and the display incremented as if delivery had occurred. There were no reports of any adverse pt effects. Some instances involved failure to release a clamp on an IV line (known occlusion present) and some involved no visible occlusion of the line. No add'l info was available. No specific pump serial numbers were recorded for these events.